Event description:
A core saber drill was sent for eval because it was overheating during a procedure. A readily available alternate drill was used to successfully complete the procedure. No adverse event was associated with the device.

Manufacturer narrative:
Device eval is in progress; add'l info will be submitted once the quality investigation is completed.